Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow buttons were sticking intermittently for three to four months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the keypad was undamaged and all of the buttons were responsive. Contamination was found underneath the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.